Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut open a part of gums [gingival injury]; brush at back of throat [foreign body]; the brush at the back of throat with the plastic attachment piece, cut open a part of gums [injury associated with device]; brush head suddenly popped apart while brushing / the result: the brush at the back of throat with the plastic attachment piece / broken brush [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that on (B)(6) 2016 the oral-b power oral care refills precision clean suddenly popped apart while he/she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer described that the result of this was the brush at the back of his/her throat with the plastic attachment piece; the consumer asserted that he/she cut open a part of his/her gums. The consumer noted that he/she had only used the brush head for about five weeks. The case outcome was improved. No further information was provided. On (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that he/she still had 2 other brushes remaining. He/she stated that this brought the total of unusable brushes, including the broken ones, to 3 brushes. The consumer noted that he/she had used the broken brush for up to 5 weeks before the brush broke. He/she had consciously kept the broken brushes. The case outcome remained improved. No further information was provided.